Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Information was reported that the patient reported that recharging has been fine, but increased amplitude to maximum and tried different groups with no results. The caller reported the patient fell "a couple weeks ago" prior to their loss of stimulation, but did not fall directly on his back. An impedance check was done and "they all look open". The group impedance check on only group c with two programs showed >4k ohms on both programs and ma value <(><<)>0.065. The caller initially stated she tested impedances "on all groups" but then stated only one group was used by the patient. An electrode impedance test at .7v using ref 0 resulted in all ohms >10k expect 1, 2, 7, and 8. The rep reported that she was able to successfully program patient with electrodes 1, 2, 7, and 8 to provide therapeutic benefit to the patient. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the high impedances and loss of stimulation has not been determined, and has not been resolved. No further information was reported.